Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation, legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty patient board set was found, causing no image with olympus series 180 scopes. The legal manufacturer performed an investigation. A conclusive root cause was not determined.

Manufacturer narrative:
The device has been returned to olympus for evaluation. Once the investigation has been completed, a supplemental report with the evaluation findings will be submitted.

Event description:
A user facility reported the device did not produce an image. The problem reportedly occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.